Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified left superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon was advanced for dilation. However, during initial inflation, the balloon ruptured at 1 atmosphere for a second. The device was removed, and the procedure was completed with another of the same device. There were no patient injuries reported and the patient was in good condition post procedure.